Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump became frozen on the "prepare for cartridge" screen during the load process, and the customer was unable to clear it. During troubleshooting with tandem technical support the screen was able to be cleared. Customer's blood glucose level was 227 mg/dl.